Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during service and evaluation, it was determined that the trigger was blocked, jammed, and moving heavily on the battery handpiece device. It was further determined that the reverse trigger was blocked. It was further determined that the device failed pretest for check of free moving, check proper function of the triggers, and check status of development. It was noted in the service order that the device had an undetermined malfunction while in use with a lid device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.